Event description:
It was reported that the cylinders of this inflatable penile prosthesis were too short. They crossed over resulting in a floppy glans. The device was explanted and replaced. No patient complications were reported.